Manufacturer narrative:
(B)(4).

Event description:
It was reported trough remote transmission that oversensing was observed. Inappropriate pacing was also noted due to oversensing. Programing changes were made. No further information was provided.